Manufacturer narrative:
H3 other text : device has not been returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged asthma (new or worsening). The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received, and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged asthma (new or worsening). The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed an unknown contaminant was observed on the sd card flip door, inside the inlet of the blower box, on the top enclosure, front panel, rear panel, and bottom enclosure. A dust-like contaminant was observed inside the inlet of the blower box, on the top enclosure, front panel, pca, rear panel, bottom enclosure, blower, blower seal, and blower box. What appeared to be dried liquid spots with potential mineral deposits were observed on the blower and blower box. An oily-like liquid substance was observed on the rear panel and bottom enclosure. Hair-like particles were observed on the rear panel and bottom enclosure. A keratin-like substance was observed on the outlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and could not confirm the complaint or address the symptoms specified. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.